Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer received a button error on the insulin pump. The blood glucose reading was 196mg/dl. Nothing further reported.